Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set had a crack around the base of the drip chamber (hard, white internal piece); a leak was observed coming from the drip chamber. This was observed at the end of patient infusion with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: pediatric patient. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.